Manufacturer narrative:
Unit repaired by independent repair center. Per (B)(4), reason for repair is unit alarming. The key failure is a 4 way valve is leaking. There is no indication on the irs of a malfunction of the audible alarm system.

Event description:
Dealer is stating that the units are not alarming but the yellow light is on. (B)(4). Unit repaired by independent repair center. Per (B)(4) received 10/2/15, reason for repair is unit alarming. The key failure is a 4 way valve is leaking. There is no indication on the irs of a malfunction of the audible alarm system.

Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer is stating that the units are not alarming but the yellow light is on.